Event description:
A malfunction alarm was reported with alarm code 20 during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer was able to successfully resume insulin therapy. No prior reports of similar cartridge alarms with the same pump serial number were noted. Additional information about the original cartridge lot number was unavailable.